Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to attempt various troubleshooting steps, but these efforts did not resolve the issue. As a result, a replacement was arranged under warranty. The customer planned to use multiple daily injections as backup therapy to ensure insulin delivery continued uninterrupted.